Manufacturer narrative:
The insulin pump passed the functional test, including the self-test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No physical damage noted during visual inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer has experienced high blood glucose. The customer stated she feels like the pump is faulty. The customer's blood glucose was 515mg/dl. Current blood glucose was 195mg/dl. The customer treated with bolus. Customer was advised the pump will be replaced and revert to back up plan. The customer declined high blood glucose troubleshooting.